Event description:
Hosp staff were administering defibrillation therapy to a pt, condition unknown. According to the rptr, during one of the discharges, arcing was seen near the area of the electrodes. No adverse affects to the pt were reported as a result of the alleged malfunction.